Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 450 mg/dl. The customer¿s current blood glucose was 225 mg/dl. The customer treated with pump. Assisted with performing the displacement test. Test was passed. Customer declined to perform the high pressure test. The product was not returned for analysis.